Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The versacross connect pigtail wire was advanced to the superior vena cava and the trusteer was advanced to the right atrium. When the physician pulled the wire and was down to prepare for the transeptal puncture a large thrombus was visualized. The thrombus was dislodged. The physician removed everything from the patient. They assessed the pulmonary arteries, and the thrombus was visualized in the right pulmonary artery. The patient remained hemodynamically stable. The physician decided to medically manage the thrombus instead of removing the thrombus because the patient has a patent foramen ovale. The patient is doing well and there were no other complications that were reported to have occurred. The patient recently had a pacemaker put in (B)(6) 2025. The physician thinks the patient had a thrombus on the pacemaker lead in the superior vena cava which is why it was not visualized on transesophageal echocardiogram (tee) during the procedure.